Event description:
On september 17, 2005, a first-time blood donor experienced an allergic reaction during a red blood cell donation on an alyx instrument. The reaction began 12 minutes into the procedure during a reinfusion phase. At that point 2 ml rbc had been collected. The donor developed runny eyes, stuffy nose, sneezing, congestion, clogged sinuses, itching all over the body, and a lump in the throat. The donor did not experience difficulty breathing and there were no visible hives on his extremities. The procedure was discontinued and the donor's sensation of having a lump in his throat abated within 5 minutes. Approc 20 minutes after the reaction started the donor took benadryl tablets that he obtained from a friend. He was observed for 50 minutes and by that time all symptoms had abated. The blood center followed up with the donor the next day and he indicated he had completely recovered. The reporter, a physician, characterized the reaction as an "immediate hypersensitivity reaction."